Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was on disconnected mode. A field service engineer (fse) documented the actions taken regarding the station connectivity issue. The fse identified through a remote support service check that the station had been offline for several hours following a facility power outage. Communication with the pharmacy contact confirmed the timing of the issue, and coordination with the facility network team was requested to review the network switch serving the affected area, as multiple stations were impacted simultaneously. A callback was requested once the issue was resolved, and station availability was confirmed the following day through a remote support service and with the area charge nurse. The system functioned as intended after field service engineer assessed the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that they recently had power outage and station sr_2cb suddenly went disconnected mode. A check on remote smart service confirmed the station was offline. The customer restarted the station; however, it remained offline on remote smart service even after the restart. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.